Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas and stated that the down arrow keypad button required multiple button presses in order to elicit a response and the ez bolus button required hard and multiple button presses in order for the button to respond. The patient stated that the issue with the down arrow keypad button began one month ago and the issue with the ez bolus button started happening months ago. The keypad was reportedly intact; it was noted that the top of the keypad rubber appeared to be worn. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): testing confirmed intermittent responses to button presses on the 'up', 'down' and 'contrast' buttons. Removed keypad cover to check condition of the button contacts and contamination was present under the contacts of all buttons.